Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up will be submitted. Same patient as (B)(4).

Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced peritonitis manifested by abdominal pain, diarrhea and cloudy effluent. The cause of the peritonitis was unknown. Thirteen days after onset, the pt was hospitalized for the event. On an unreported date, the pt began treatment for the peritonitis with ancef (1gm, frequency not reported) ip (intraperitoneally). Two days after being admitted, the pt was discharged from the hospital. Twenty seven days after discharge from the hospital, the pt discontinued the ancef therapy. At the time of this report, the peritonitis was resolving, the pt was recovering, and dianeal therapy was ongoing. Additional information was requested but is not available. This is report 2 of 2 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot number h13h08043 and h13k14046. There were no issues detected during the manufacturing processes. As the sample was not returned, a device evaluation cannot be performed. Should additional relevant information become available, a supplemental report will be submitted.